Manufacturer narrative:
The device was received with a disconnected handle. It appeared that there was multiple deployment attempts with the barrel out of position relative to the needle guide. The results of visual evaluation and testing on the returned sample indicate that this device meets specification.

Event description:
A physician attempted an arteriotomy closure with the closer s 6fr. The physician acknowledged blood back flow, attempted to pull the handle, but could not see the needles. The handle was disconnected when it was pulled with force. The sheath was left inside the patient. The physician entered from the opposite leg to snare the sheath and successfully retrieve it.